Manufacturer narrative:
The company representative investigated the anesthesia workstation at the hospital. It was concluded that the disposable patient circuit used at the time was damaged and was replaced. No faults were found on the actual anesthesia workstation. The reported disposable patient circuit was returned for investigation. A visual inspection of the returned disposable patient circuit revealed a hole in one of the limbs of the patient circuit. During simulated used testing on a reference anesthesia workstation, the hole affected the delivered tidal/minute volumes as reported. The oxygen level was not affected. Alarms such as respiratory rate: high, expiratory minute volume: low, peep: low, etco2: low and leakage were generated. A system check out (sco) was performed and the hole in the patient circuit caused the sco to fail on several sub tests. The logs from the reported event are not available to confirm the event. A search in our complaint database was performed but no similar cases were found. We have not been able to determine the true cause of the damaged disposable patient circuit.

Event description:
Manufacurer´s ref #: (B)(4).

Event description:
It was reported that during patient treatment, it was not possible to properly ventilate the patient. There was no patient harm reported. Manufacturer´s ref #: (B)(4).